Event description:
Download data from a (B)(6) male pt revealed several 0f80 battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem failed a battery capacity test and produced an 0f80 charger fault. The cause for the failure was isolated to a defective battery board. There was high resistance between pin 2 on connector j2 and pin 1 on connector j3. The root cause for the high resistance could not be positively identified. No adverse event resulted from the defective battery board. The pt received a replacement battery charger/modem.